Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for driveline communication fault alarms that started on (B)(6) 2026. Log file review confirmed driveline communication faults beginning at 5:55 am on (B)(6) 2026. The system controller and modular cable were exchanged on (B)(6) 2026. There were no further alarms or concerns after the exchange.